Manufacturer narrative:
The initial medwatch incorrectly reported the initial bicarbonate result as 26 mol/l. The correct unit of measure was mmol/l.

Event description:
It was reported that, "during bha surgery for femoral neck fracture, the cement set too quickly. The setting time was approximately 7 minutes and 30 seconds. The mixing time was 1 minute and 30 seconds. After 3 minutes from starting to mix, the stem was placed to the femoral canal, however, the cement set too quickly. Thus, it could not be implanted to the intended place. The stem was higher position than the intended position, therefore, a femoral head with shorter neck than intended was used to adjust it. The reduction was completed and the pt was closed. The operating room temperature was at 25.5 degrees celsius, and the humidity was 35.5%. The cement was stored at the distributor at the room temp (exact temp unknown) for about 1 month. The cement had been stored at the hospital's refrigerator (4c) for a week and it was taken out 40 minutes prior to being used. The cement was mixed by acm (cat# 0306563000) with vacuum. No antibiotics or anything other was mixed with the cement. All the polymer and all the monomer was mixed. No saline or blood, etc., entered to the cement while mixing.

Event description:
The user stated they had one patient sample that had been reported out and needed corrected results. The results for this patient were as follows: the initial alkaline phosphotase result for this patient was 155 u/l, repeat result was 103 u/l. Initial bun result was 31 mg/dl, repeat result was 110 mg/dl. Initial creatinine result was 7.4 mg/dl, repeat result was 3.8 mg/dl. Initial glucose result was 210 mg/dl, repeat result was 138 mg/dl. Initial bicarbonate result was 26 mol/l, repeat result was 18 mmol/l. The patient was not affected. The reagent lot numbers were: alkaline phosphotase 62043801, bun 61815501 and 61612401, creatinine 61683501 and 61693501, glucose 61643801 and 61683801, bicarbonate 61564801. The field service representative determined there was a bad abs lamp. The user replaced the lamp and verified the analyzer operation by running calibration, qc, precision testing and comparisons with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.